Event description:
Caller reported that the t: slim x2 pump battery would not charge, and there was a power source alert in the pump history indicating an alert code 07. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to charge. Upon follow-up, the pump began charging successfully using the original charging supplies, resolving the issue.